Event description:
Acct. Reports that the septum on the injection sites are "collapsing". Unknown if sets are used with stopcocks. It is believed that the acct. Uses the bd "twin pak" to access the injection sites. The acct. May possibly be using the metal cannula on the twin pak to access the injection site. No pt. Injury reported.